Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the curved rubber to be scratched and adhesive was missing. The bending angle was insufficient due to the elongation of the angle wire. Additionally, the universal code was crushed and label on the light guide connector was peeled off. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, no video on the endoeye flex 3d deflectable videoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, the electrical board inside the video connector unit, or the system side. Olympus will continue to monitor field performance for this device.